Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient. The patient reported that they felt as though they were not completely emptying their bladder. The patient was advised that they could check to see about changing programs on saturday. It was indicated that at the time of report the issue was not resolved. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.